Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-jul-12 arjo was notified about a complaint involving citadel plus bed. The reported incident took place in (B)(6) in the united states. Following the information reported the patient's fall happened when the patient was leaning over the bed in order to reach the bedside table. According to the opinion of facility staff, once the paraplegic resident was laying in the bed, the safety side was raised, however it lowered under pressure of the patient's weight (when the patient put his weight on it). There was no injury nor other medical consequences reported as a result. After receiving the communication about the malfunction occurrence, arjo service technician was dispatched to bring the bed back to service center in order to conduct the device inspection. The evaluation did not reveal any discrepancies, there was no damage to the safety sides found. The field rental technician put all four safety sides up and then subjected them to an additional force. None of these actions got the safety sides to fall down. The same sequence of testing was repeated on bed with extended width extension frame, passing the test successfully. The above confirms that when the safety side is properly locked in place it would not lower down. All manufactured citadel plus beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The device involved in the event is part of arjo us rental fleet. Each rental device before being release for next rent must pass a quality control check. The pre use check did not reveal any device malfunction. After the incident the functionality of the bed was verified by the arjo technician. The evaluation confirmed that the safety side was working correctly. The product instruction for use (#831.374 rev. B dated on dec-2015) which was supplied together with the involved device contains all crucial information and warnings which should be followed to ensure patient safety: "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", "caregivers should assess risk and benefits of side rail use (including the entrapment an patient fall from bed) in conjunction with individual patient needs and should discuss use or non-use with patient and/or family. " "caregiver should always aid the patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely". "Make sure the locking mechanism is securely engaged when the side rails are raised". Based on the above findings and the device inspection conducted by arjo technician, it can be stated that the patient's fall was not a result of safety side failure but most likely the safety protocol was not followed and safety side rails were not used or engaged correctly. The safety side once properly locked would not lower down. The complaint was decided to be reportable due to the patient's fall occurrence. The device was being used for patient care at the time of the incident and in that way played a role in the event. There was no technical deficiency found within the device. At the time the incident occurred the citadel bed did not fail to meet the manufacturer's specification.

Event description:
On (B)(6) 2018 arjo was notified about a complaint involving citadel plus bed. The reported incident took place in (B)(6) health system in the united states. Following the information reported the patient's fall happened when the patient was leaning over the bed in order to reach the bedside table. According to the opinion of facility staff, once the resident was laying in the bed, the safety side was raised, however it lowered under pressure of the patient's weight (when the patient put his weight on it). There was no injury nor other medical consequences reported as a result.